Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the symptom false downstream occlusion alarms. The eval found that the downstream sensor readings with a fluid filled set loaded were above spec, and that the downstream pressure plate gap was below spec, which are both known contributors to the symptom. The downstream tubing guide/gasket assembly was replaced to correct this condition.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device falsely alarmed downstream occlusion. There was no pt involvement.